Event description:
Customer reported the system displays a continuous motion error that returns after it has been cleared. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened a connector on the remote console. System operates as intended.